Event description:
It was reported that the 9900 system locked up and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.